Manufacturer narrative:
E1- facility name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e315 incompatible scope error during inspection for use involving an olympus colonovideoscope. There were no reports of patient harm.